Event description:
It has been reported to philips that host pc failed to boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the host pc was not initializing at the dos stage. The fse replaced the motherboard battery and hdd. After replacement of motherboard battery and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.